Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. Force and fill tests were performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. There were no failures noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that recurrent loss of prime warnings had occurred every 10-15 minutes that required a re-prime to clear. It was reported that, today, the loss of prime warning occurred in a brand new, never refilled, cartridge. Reportedly, the cartridge was cycled 2 to3 times before being filled with insulin, the cartridge cap was secure, the pump had not been exposed to extreme temperatures, there was no power loss or trauma to the pump, and there were no associated alarms in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.